Event description:
It was reported that the bd plasticpack syringe experienced leakage. The following information was provided by the initial reporter, translated from french to english: packaging of nacl aeb 5% washing solution for mti-pp production, syringe leakage.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plasticpack syringe experienced leakage. The following information was provided by the initial reporter, translated from french to english: packaging of nacl aeb 5% washing solution for mti-pp production, syringe leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-aug-2023. H6: investigation summary: both photos and one physical sample have been provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs is observed. There was no damage found in the barrel or any other components that could have contributed to the leak observed. A device history review was performed for the reported lot 2212061, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned sample underwent these same tests and found product met required specifications. Give there was no visible damage or defect within the product and device records did not reveal any quality issues, we cannot identify a definitive root cause at this time.

Manufacturer narrative:
Correction: b5: describe event or problem: it was reported that the bd plasticpack syringe experienced leakage past the stopper. The following information was provided by the initial reporter, translated from french to english: packaging of nacl aeb 5% washing solution for mti-pp production, syringe leakage.

Event description:
It was reported that the bd plasticpack syringe experienced leakage past the stopper. The following information was provided by the initial reporter, translated from french to english: packaging of nacl aeb 5% washing solution for mti-pp production, syringe leakage.